Manufacturer narrative:
Complete UDI number is (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks which triggered a ventricular arrhythmia. The arrhythmia was successfully converted by the device. Technical services (ts) analyzed the device episode data and determined that the shock was inappropriate due to oversensing as it was triple counting the intrinsic heart rate. Seven shocks were delivered across two successive episodes. The r-wave amplitude was found to be low. After troubleshooting was performed in clinic, the sensing vector was changed from primary to secondary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.